Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error 45639. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the device was in used condition. Functional testing duplicated the reported issue. The investigation determined that a faulty main printed circuit board was the cause of the reported issue. The main printed circuit board was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.